Manufacturer narrative:
The router subject to this MDR was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure, the router tore the dura. It was also reported that the dura was repaired by the surgeon using a dura patch. It was further reported that there was procedural delay of 30 minutes and there were no adverse consequences as a result of the delay. It was further reported that another router was readily available and the procedure was completed successfully.